Manufacturer narrative:
Symposium: solutions for fracture fixation problems: (B)(4). The investigation could not be completed, no conclusion could be drawn, as no product was returned and no part/lot number was provided. Without a lot number, the device history records review could not be requested.

Event description:
It was reported to synthes: during an ao advanced symposium: solutions for fracture fixation problems: a slide was shown of a synthes lcp calcaneus plate and the surgeon stated: there plates occasionally crack because they are not strong enough to support the posterior segment.